Event description:
Per hospital staff, patient brought in freedom home ac power supply to clinic today reporting it smelt like something was burning when connected to it. No adverse impact to patient reported.

Event description:
Per hospital staff, patient brought in freedom home ac power supply to clinic today reporting it smelt like something was burning when connected to it. No adverse impact to patient reported.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom home ac power supply s/n (B)(6) passed all functional testing prior to being released to finished goods. Visual inspection found no abnormalities. Home ac power supply passed all evaluation steps at incoming inspection. Additional testing included placing a demo driver on the power supply for a 48-hour observation run. The power supply stopped providing power to the driver within two seconds of operation. An additional evaluation was performed and the power supply failed due to the led not illuminating and for not providing an output voltage. The customer complaint was neither confirmed or replicated as no burning smell was ever observed during testing. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported burning smell coming from the home ac power supply was unable to be determined, however, due to the failure of the component, it is possible there was internal short which could cause a burning smell. An internal failure cannot be investigated as the power supply is an off the shelf component from an approved supplier. The root cause of the internal failure can therefore not be determined. Failure investigation identified no other test failures or damage that could have contributed to the complaint. The malfunctioning power supply was determined to be directly related to the complaint. There was no reported adverse impact to the patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.